Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shutdown with no warning, in which the device then requires a re-check test before it is ready for use. There was no report of patient involvement.